Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging devices were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
On (B)(6) 2011 and (B)(6) 2013, the posterior lumbar fusion and lumbar interbody fusion from the 2nd lumbar vertebra to the 5th lumbar vertebra using the relevant medical device (spinal screw, etc.) And concomitant medical devices (spinal cage, etc.) Were performed in the patient in the other hospital. Postoperative finding (detailed date unknown): the adjacent intervertebral disc disorder developed at the 5th lumbar vertebra/sacrum . The bone union at the first fixed portion was achieved, and no malfunctions such as broken implants were not detected. On (B)(6) 2015, the lumbar interbody fusion (plif) of the 5th lumbar vertebra and the sacrum was performed and the posterior lumber fusion was extended to the sacrum. In addition, because it was found that the spine screw at the 5th lumbar vertebra got loose, the spinal screw was replaced with a new one.